Event description:
It was reported that the IV catheter was placed in the antecubital vein. The technician checked for back flow and the injection was started. By the time the technician walked back to the remote control, the eda (extravasation detection accessory) had alarmed and paused the injection. A total volume of 81 cc's of contrast had been delivered at the point in time that the eda alarm sounded. It was estimated that approximately 30 of the 81 cc's had been properly delivered in the pt's vein, as enough contrast was noted in the kidneys for the technician to finish the scan. The remaining 50-51 cc's of contrast was felt to have extravasated. The technician applied hot compresses and the pt was sent home with no additional medical intervention required.